Event description:
It was reported that during a routine follow-up high, out of range, hv lead impedance was observed. No anomalies were noted via review of x-ray.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.